Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy the console generated a check iab catheter alarm. The customer checked the iab but found no issue. Two hours later, the console generated the same alarm and blood was seen in the tubing. The iab had to be removed by surgery in the intensive care unit (ICU). There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing approximately 59.7cm from the iab tip. Additionally a second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and six leaks were detected on the membrane. One abrasion leak at approximately 1.8cm from the rear seal and measuring 0.013cm in length. Five sharp edge leaks ranging from 2.5cm to 7.4cm from the rear seal and measuring ranging from 0.127cm to 0.635cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The other five penetrations found appear to have been caused by a sharp object that may have occurred during iab removal. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).